Manufacturer narrative:
(B)(4) - shortness of breath. An asp fse assessed the unit onsite. He found the unit functioning properly. However, the unit had a hot compressor which he replaced. The fse tested the unit and ran an empty cycle test. The unit meets specifications. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2150060-2010-00079 and 2150060-2010-00082.

Manufacturer narrative:
Device manufacture date: august 1999. .asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, and the failure mode effects analysis. .the DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer was reviewed for six months, from march 2010 to august 2010, and shows no similar issues with the unit. Additionally, no trends with the same part being replaced can be seen. Trending analysis for "hru-respiratory reaction" was completed for february 2010 through january 2011. The trend is not significant. Trending analysis for "odor/smells" was completed for february 2010 through january 2011. The trend is not significant. The fmea (failure mode effects analysis) was reviewed and showed that all related failure modes have overall risk numbers (rpn) below the threshold of 100. The issue was resolved at the customer facility. It was discovered that the customer was using a non-asp disinfectant with the aer. No parts were returned to asp for testing. The hot air compressor issue was resolved by replacing the air compressor. The hot air compressor issue is not related to the reported human reaction, but was something discovered during the field service engineer's visit to the customer site. The trending shows that the failure is not significant and the risk associated with the failure of the air compressor is low.

Event description:
The customer reported their asp automatic endoscopic reprocessor (aer) was emitting a smell. The customer mentioned that two healthcare workers (hcws) had human reactions due to the smell. This is complaint two of two. The hcw experienced chest pain and shortness of breath. The hcw sought medical treatment. She was diagnosed with chemical induced asthma and prescribed steroids and albuterol. She was advised to avoid chemicals for 5 days and to wear a n95 mask. The other chemicals in the room include: enzol, alcohol and first step. An asp field service engineer (fse) assessed the unit.